Event description:
A customer reported out of range quality control (qc) results for chol and trig when running qc on the vitros dt60 analyzer. This scenario is consistent with a malfunction that may cause false patient results to be reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This information is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation summary: troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer ran option 3 to clear the analyzer's incubator and three slides came out confirming that a tracking error had occurred. Human error was the cause of this event.